Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in.pact admiral balloons were used to treat the left common femoral, superficial femoral proximal, superficial femoral middle, superficial femoral distal, popliteal 1 segment, popliteal 2 segment. Later two more in.pact admiral balloons were used to treat the left superficial femoral distal, superficial femoral proximal, superficial femoral middle, popliteal 1 segment. Approximately 3 years 9 months post procedure patient suffered left lower extremity critical limb ischemia with target lesion restenosis, target lesion was involved. Patient presented with left toes wound. Percutaneous intervention was performed. Patient is reported to have recovered. No further patient complications have been reported as a result of this event.